Event description:
It is reported that during use of a class I surgical instrument that the instrument was broken. The surgeon reports, he is uncertain if all of the instrument fragments were removed from the surgical site. There was no impact to the surgical procedure or intended outcome. This report is to record the possibility of an unanticipated foreign body remaining at the surgical site as a result of the device breakage. No additional clinical details are anticipated in this event. Ref: (B)(4).

Manufacturer narrative:
Class I surgical instrument. No 510k associated with device.